Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture/ link detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted using 4 proglide devices using a pre-close technique via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Two of the proglide devices had link breaks occur and two of the proglide devices the sutures were successfully pre-placed. The aaa procedure was performed with a maximum sheath size of 18fr and hemostasis was achieved using the sutures of the successfully pre-placed proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.